Event description:
It was reported that when patient presented to the clinic with symptoms of pre-syncopal after being in pacemaker mediated tachycardia (pmt) for several days. Programming changes resolved the pmt. Myopotential oversensing issue was observed on the rv channel as well. It was recommended to perform deep breathing exercise and if the signal is reproduced then perform programming changes. If any programming changes were made an induction test was recommended. Patient was sent to another cardiologist group and recommended to visit their local cardiologists. No further information available.